Manufacturer narrative:
The customer reported observing fluid at the cap piercer. On (B)(6) 2011, a bec field service engineer visited the customer. During the visit, the customer stated observing fluid leak at the cap piercer. Fse cleared a clog in the vacuum line. (B)(4).

Event description:
A customer contacted beckman coulter inc (bec) to report water leak from the wick area on the instrument. The customer wore personal protective equipment during troubleshooting the event. No injury or exposure was reported.